Event description:
A 20ml bd syringe was used with a 21g artsana hypodermic needle. Syringe detached from the needle. The needle was removed from the pt simply by reconnecting the syringe. No other consequences for the pt. Syringe was being used to inject lidocaine hcl 2% (10 ml).